Manufacturer narrative:
The investigation confirmed that a lower than expected vitros ck-mb result was obtained from a patient sample when processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the investigation could not exclude an unexpected vitros analyzer issue or a sub-optimal calibration event as possible contributing factors. There was no indication that a vitros ck-mb reagent had contributed to the event

Event description:
A customer complained that a lower than expected vitros ck-mb result was obtained from a patient sample when processed on a vitros 5600 integrated system. Vitros ck-mb patient result 3.18 ng/ml vs. Expected 5.13 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected patient sample result was not reported from the laboratory and there was no allegation of harm as a result of the event described. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).